Manufacturer narrative:
(B)(4). A visual examination of the incident device found one of the wires was bare. The insulation of the wire had been peeled back. The wires may have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. The IFU warns: carefully insert and withdraw instruments from canulas to avoided possible damage to the devices and/or injury to the pt.

Event description:
The customer originally reported that there was an exposed wire on jaws. Upon return and device eval, it was discovered the exposed wire on the jaw and bare metal exposed.